Event description:
The department of health and human services sent notification of a medwatch to baxter corporate product surveillance about a clearlink continu-flo solution set in which particulate matter was observed in the tubing. According to the report, the patient noticed that there was something in the IV tubing that looked like a bug. The patient pinched off the tubing before the particulate matter had a chance to enter the vein. The set was in use with a 1000ml 0.9% bag of normal saline (lot # c855361). There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. - attachment: (B)(4).